Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed during the evaluation. Event 1,2: based on the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, the definitive root cause of the reported issue could not be determined. Event 3: based on the results of the investigation, it is likely that a high energy endo therapy accessory such as a laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use (IFU): event 1: a foreign material in the nozzle of the distal end section: it was confirmed that instructions for gif-xz1200 reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿ ¿¦clean the external surfaces¿ describes how to confirm that stain was removed after cleaning. Event 2: a foreign material on the distal cover: it was confirmed that instructions for gif-xz1200 reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿ ¿¦clean the external surfaces¿ describes how to confirm that stain was removed after cleaning. Event 3: the distal cover had a burn. It was confirmed that instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside the tip nozzle, tip cover and tip cover was burnt. There were no reports of patient involvement.